Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was found that the keyboard was not functioning properly. A field service engineer (fse) instructed the customer by reseating the keyboard usb cable and rebooting the device to resolve the issue. The customer was then able to log in using the keyboard and operated correctly. The system functioned as intended after the field service engineer investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard was not responding. The customer stated that the nursing staff were unable to sign in, as some keys were functioning while others were not responding at all. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.